Event description:
It was reported that on (B)(6) 2010, x-rays showed narrowing at the l5-s1 level, partial lumbarization of the s1 segment and moderate degenerative disc changes at the l4-5 level. A lumbar MRI without contrast demonstrates severe loss of disc height at l4-l5. On (B)(6) 2011 the patient presented with back pain radiating into the right leg, numbness of entire right leg and on outside of left foot on (B)(6) 2011 a decompressive diskectomy at l4-5 is performed from an anterior approach followed by anterior lumbar interbody fusion using a competitor peek cage and anterior plate and screws with bmp with intraoperative fluoroscopy to treat lumbar radiculopathy. No patient complications were reported intra-op. On (B)(6) 2011 patient presented in the ER with testicular pain/swelling with bilateral lower extremity swelling. The patient presents at a pain clinic with pain on 8 different occasions between (B)(6) 2012 and (B)(6) 2013. On (B)(6) 2012 patient presents with ¿constant pain of bilateral lower extremities to the feet¿ and electro-diagnostic studies show ¿evidence of moderate generalized sensorimotor peripheral neuropathy bilaterally.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.